Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 800.8000. Account name: (B)(6). Account #: (B)(6). Asset name: 8015ls pcu (B)(4) a/b/g. Asset location: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015 4.7 unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: I let tech be aware the 8015 4.7 unit is no longer support the 4.7 unit became eol affected on 01/01/2019, but I will help you as a courstey the error 800.8000 is software fault he will need to reflash the software on unit if it goes through could resolve the issue, if it fails then you will have to replace main board which is the logic board on unit tech thank me for my assist.